Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients wife that the patient is deceased due to complications of heart failure and a major infection.